Event description:
The physician attempted to use the sprayer but the handle broke and it started leaking nitrogen. Reference: (B)(4).

Manufacturer narrative:
Reference: (B)(4). *investigation: x-no sample returned. *analysis and findings: a review of the 2 yr complaint history reveals similar issues. The reported complaint could not be verified or confirmed due to the affected sample not being returned for investigative analysis. Complaints with a broken handle description tend to relate to the rtv coming off the pin which holds it together. It is possible this may be applicable to this complaint. However, a leak with this failure is not likely as the default position of the valve is 'off'. A root cause is not available. *correction and/or corrective action: no s/n information on the unit is available. The unit was not returned for an evaluation or repair. No applicable correction possible. Should the product be returned at a later date this complaint may be reopened and updated as needed. This complaint will be entered into the coopersurgical continuous improvement plan (cip). No applicable correction available to train to. *was the complaint confirmed? No. *preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation process is completed a follow-up report will be filed. (B)(4).

Event description:
The physician attempted to use the sprayer but the handle broke and it started leaking nitrogen. (B)(4).